Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the insulin pump.

Event description:
The customer reported via phone call that the insulin pump alarmed button errors and was not responding. The customer stated that the insulin pump was exposed to water. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.